Event description:
It was reported that the device failed the mesh test. The event timing was outside of surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00062; 0001526350-2023-00063.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, g1, g2, g3, a1, d2, d4, d9, g6, g3, h1, h2, h3, h4, h6, h10 . Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00062-1, 0001526350-2023-00063-1. Review of the most recent repair record identified the following related repair: the cutter failed testing due to an incomplete cut. The cutter will need replacement. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.